Event description:
It was reported that the 9600+ system failed to power up prior to pt use. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the power supply. The system was tested and found to be working as intended and placed back into service.